Manufacturer narrative:
DHR/bhr review (lot#4080076): the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. The septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. The leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. No unqualified, deviation or rework activities in the production process. The septum assembly equipment without abnormal maintenance. The customer returned 1 photo, and no defective samples were returned. The photo showed blood oozing from the end of the septum. Retained samples of this batch were taken for septum leakage test to simulate 800mm clinical leakage performance. The test passed, and no leakage was found at septum. Cause investigation: the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. The returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum 2024.4.8 the patient entered the operating room and underwent ¿lower uterine segment cesarean section¿, and during the preoperative operation of the indwelling needle, it was found that after the wing of the indwelling needle was pulled out, the blood flowed out from the white isolation plug of the needle, and after removing it with a cotton ball, there was still a large amount of blood flowed out and wetted the dressing, and as soon as the patient saw the blood flow, she had the phenomenon of blood fainting, and was given a flat bed and oxygen intake, the patient was given lying down, oxygen, and psychological comfort, and the indwelling needle was replaced and reintroduced. Google translation: on (B)(6) 2024, the patient entered the operating room for a lower segment cesarean section. When a retaining needle was inserted before the operation, it was found that blood flowed out from the white isolation plug of the needle after the needle wing was pulled out. After absorbing it with a cotton ball, a lot of blood still flowed out and soaked the dressing. The patient fainted at the sight of bleeding. After being given a supine position, oxygen inhalation, and psychological comfort, the retaining needle was replaced and reinserted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.